Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and essential tremor / movement disorders. It was reported that the patient thought there was some overstimulation when combined with the patient's current medication (sinemet); the patient was reprogrammed on (B)(6) 2016. The patient reported that with each dose, the patient is getting worse. The patient noted that she thinks she is overstimulated because on (B)(6) 2016, she started having a hard time walking and started experiencing hip pain that got worse on (B)(6) 2016. Additional information has been requested regarding clarification of the overstimulation allegation, potential symptoms, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a patient. It was reported that the patient¿s left hip pain appeared to have come from the rectus femoris muscle. The patient stated that an ¿arsenal¿ of treatments have been thrown at the issue, but restarting and gradually increasing primidone on (B)(6) 2016 appears to have provided the most relief; the patient was previously taking primidone for 10 years. The patient also began taking amitriptyline on (B)(6) 2016 and marked an improvement in walking. The patient confirmed that the overstimulation occurred following the programming adjustments on (B)(6) 2016 so the settings were reduced slightly; the patient experienced dyskinesia in his left foot for about one week. The patient also reported experiencing leg cramping and pain on his left side along with a cough every 15-20 seconds. Stimulation was again adjusted on (B)(6) 2016, but the patient reported turning stimulation off after leaving the office until (B)(6) 2016. The patient stated that his resting pain disappeared but he still experienced severe pain in his left hip when he attempted to walk. The hip pain started on (B)(6) 2016 and was so severe that the patient found it almost impossible to walk; turning off stimulation for approximately two hours resolved the patient on the patient¿s right leg/hip pain but not the left. The patient also reported receiving a CT scan, a bilateral selective nerve block, and electromyography nerve conduction velocity study that did not yield any significant results. An x-ray was also taken on (B)(6) 2016 that ruled out fractures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.